Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery. In addition, it was reported that an occlusion alarm occurred. During troubleshooting, customer primed the infusion set tubing and then changed the cartridge to resolve the issue. The customer's blood glucose level was 170 mg/dl.